Manufacturer narrative:
Batch review performed on 25 august 2021: lot 154250: (B)(4) items manufactured and released on 25-nov-2015. Expiration date: 2020-nov-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event since 2017.

Event description:
The patient came in reporting knee pain and instability and the cause of the pain and instability is unknown. 1 year and 7 months after the primary surgery, 02.07.0410scf insert semiconstrained 10mm s4 154250 was explanted and a 02.07.0414scf insert semiconstrained 14mm s4 1908935 was implanted. The surgery was completed successfully.